Manufacturer narrative:
Results: the neuron max was fractured approximately 3.0 cm from the hub. The device was partially fractured approximately 4.5 cm from the hub. The device had bends approximately 33.0 cm and 60.0 cm from the hub. The distal tip was ovalized approximately 92.5 cm from the hub. Conclusions: evaluation of the returned neuron max confirmed a fractured device. If the device is forcefully removed from its packaging at extreme angles, damage such as a fracture may occur. Further evaluation revealed bends and an ovalization along the length of the device. Based on the reported complaint, these damages were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff found that the hub of the neuron max 6f 088 long sheath (neuron max) was broken upon opening the packaging. The damage to the neuron max was found prior to use and therefore was not used in the procedure. The procedure was completed using a new neuron max.